Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient repeated the therapy issues as well as pain issues. The patient said that while still in the healing process after receiving their second implant, about one week after received the implant the patient said they had a bad fall. The patient said that they tripped on a box, fell forward, had pain in their knee, broke their glasses and has a scar on their face. The patient said that they had pain right at the neurostimulator/incision site in their right buttock. The patient said that now has severe pain in their leg, severe numbness and can hardly walk without a walker. The patient said that went to managing urologist again for more x-rays on tuesday and said that someone called back yesterday and said that everything checked out and nothing had moved. The patient said they would like to have the system removed and mentioned that to their nurse however said no one has called them back to make arrangements to proceed. When asked, the patient hasn't consulted with their primary care physician (pcp) or pain specialist. The patient also said that the therapy really wasn't helping with symptom control. They were still urinating and were still wearing depends protective undergarments. When asked, the patient had not turned stimulation completely off since had the fall and didn't recall switching to any different programs. The agent reviewed general programing guidance. The patient said they weren't very familiar with use of external devices. When asked, the patient said that they did have three children and that their son did drive the patient to appointments. The patient was going to consider reviewing their current pain and blad der symptoms with their children and ask for assistance in making adjustments and with making calls to managing physician's office. Also provided name and phone number to patient advocatefoundation. The agent reviewed general information about patient advocate foundation with patient. [Refer to pe 708373672 for details about the patient's previous issues with their ins.]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the fall had no effect on their implant and the lead and ins are in appropriate positing. The rep will be assessing their settings. Xray and call from rep indicated that the patient was on the correct settings.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient fell and it felt like they broke the battery. The patient stated they had an x-ray done and stated that everything was still intact, but noted "it's acting like it's not intact".